Manufacturer narrative:
(B)(4). The analysis results found that one el5ml device was received in good visual condition with excessive dried body fluids. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was fired and no clips were fed; however it was noted that the tip of the advancer was bent. The device was disassembled in order to evaluate the condition of the internal components and dried body fluids were found inside the shaft and the handles; in addition, three clips were found to be inside the clip track. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. A possible cause for the feeding issue is the excessive dried body fluids that were found. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve procedure, the device failed to dispense the clips. The case was completed with another device of the same product code. There were no patient consequences reported.